Event description:
On (B)(4) 2013, we have been informed about an incident with ECG electrodes at (B)(6). Short term diagnostic electrodes model skintact rt38 were used. No lot number was provided. The complainant reported "my skin was badly burnt by skintact and I had a severe allergic reaction needing urgent hospital care, I had to have intravenous medication, as I was unable to swallow, I now have to carry a epi pen, 2 weeks on my throat is still sore and so is my skin". As the complainant disclosed to have a latex allergy and the diagnostic electrode code not contain any, she was advised to consult again with the hospital to investigate for the source of latex. No further information was provided afterwards.

Manufacturer narrative:
(B)(4). As no lot number was provided, no tests could be performed on retained samples. As skintact rt38 does not contain latex and neither the complainant nor (B)(6) ever came back to us, we assume that the allergic reaction had not been caused the electrode.